Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited ventricular oversensing resulting in inappropriate mode switching. Technical services (ts) recommended increasing the atrial blanking post ventricular sensing to resolve. The right ventricular (rv) lead shock impedances were also found to have been gradually increasing with measurements greater than 125 ohms. No adverse patient effects were reported. The device system remains implanted. Additional information received indicates that the patient has been referred for a revision of the rv lead however due to patient's age and their altered condition, the patient may be downgraded to a cardiac resynchronization therapy pacemaker (crt-p) instead. No further information has been obtained despite good faith efforts.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited ventricular oversensing resulting in inappropriate mode switching. Technical services (ts) recommended increasing the atrial blanking post ventricular sensing to resolve. The right ventricular (rv) lead shock impedances were also found to have been gradually increasing with measurements greater than 125 ohms. No adverse patient effects were reported. The device system remains implanted. Additional information received indicates that the patient has been referred for a revision of the rv lead however due to patient's age and their altered condition, the patient may be downgraded to a cardiac resynchronization therapy pacemaker (crt-p) instead.